Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of cartridge septum was observed in the syringe upon removing air from the cartridge. A new cartridge was filled and insulin delivery was resumed. Blood glucose was 140 mg/dl.